Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information and assisted with resetting the pump, allowing the customer to continue using it. The customer was advised to call back if the malfunction code recurred, and they acknowledged the instructions.